Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a loose connection is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. The connector pieces were found to be returned assembled, but microscopic observation revealed a gap between the locking arms of the proximal connector piece and the catch slots of the distal connector piece. An attempt was made to disassemble the connector pieces and the connector was found to be able to be pulled apart by hand with relative ease. The distance between the locking arms of the proximal connector piece was measured and was found to be too wide and out of specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that when placing the catheter, the strain relief was found unable to be engaged tightly. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3920 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the catheter, the strain relief was found unable to be engaged tightly. No other information was provided.